Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. Medical device expiration date: unknown the initial reporter also notified the FDA on 23mar2021. Medwatch report # mw5100281. Device manufacture date: unknown. Investigation summary: bd was unable to perform a thorough investigation as no sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that after radiopharmaceutical was drawn with an unspecified bd 3ml syringe the stopper was discovered to be damaged and medication leaked due to crack in barrel. The following information was provided by the initial reporter: after compounding a radiopharmaceutical, the isotope was drawn up into a bd 3ml syringe, punctured the rubber stopper of the vial and pressed the plunger of the syringe. The syringe had a crack in the barrel which the radioactive isotope squirted out and contaminated the inside of the caci hood.